Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tips of the drivers were broken.

Manufacturer narrative:
Technical investigation showed that the tip of the screwdriver blade was broken. The flanks were heavily, plastically deformed. The direction of the plastic deformations of the flanks pointed to the influence of too high torsional forces during application. The fractured surface had appearance of a forced rupture and a secondary crack was also visible indicating too high torsional forces. Additionally, pressure marks were also seen at the slot area of the blade. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.